Event description:
A healthcare professional reported that during a mechanical thrombectomy, advancing an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9612452) was difficult due to the severe tortuosity of the aorta. After the emboguard was placed in the common carotid artery, a kink was found on the emboguard that prevented the aspiration catheter from passing through. The emboguard was replaced with another guiding catheter from another company. The procedure was performed while preventing kinks, and it was successfully completed. There was no negative impact on the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 02-july-2025 indicated that there was no device deficiency that resulted in patient harm.

Manufacturer narrative:
Manufacturer ref #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, d4 (primary UDI number), g3, g6, h2, h4 and h11. Section b5: additional event information received on 22-jul-2025 indicated that there was no excessive force been applied to the device. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h11. Complaint conclusion: a healthcare professional reported that during a mechanical thrombectomy, advancing an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9612452) was difficult due to the severe tortuosity of the aorta. After the emboguard was placed in the common carotid artery, a kink was found on the emboguard that prevented the aspiration catheter from passing through. The emboguard was replaced with another guiding catheter from another company. The procedure was performed while preventing kinks, and it was successfully completed. There was no negative impact to the patient. A continuous flush was done. The devices were used according to the instructions for use (IFU). Additional event information received on 02-jul-2025 indicated that there was no device deficiency that resulted in patient harm. The device was discarded; therefore, no further investigation can be performed. A device history review (DHR) associated with lot 9612452 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history review manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. There are possible vessel characteristics, specifically the severe tortuosity of the aorta that may have contributed to the events. The instructions for use (IFU) of the emboguard devices caution users against advancing or withdrawing the catheter or dilator against resistance without careful assessment of the cause of resistance using fluoroscopy. If cause cannot be determined, withdraw the catheter/dilator while exercising caution. Movement against resistance may result in damage to vessel or catheter/dilator, e.g. Kinking, or cause patient injury. Additionally, if the emboguard catheter becomes severely kinked, users are instructed to withdraw the entire system, (i.e. Emboguard catheter, intermediate catheter, guidewire, etc.). Use of a damaged device may result in vessel injury. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.